Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device gave a high voltage (hv) impedance alert. Hv therapy is planned to be turned off, as the patient was not hv therapy dependent. The patient was stable.